Event description:
The customer contacted baxter's service center regarding a system error 2267, which occurred on the homechoice (hc) during use during dwell 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for system error 2240 was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.